Manufacturer narrative:
(B)(4). Initial report sent to the FDA on 07/20/2015.

Event description:
Procedure: sleeve gastrectomy. According to the reporter: the knife did not slide when activated staples did. The issue was corrected by changing the staples. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. No device fragment fell into the patient. No reinforcement material was used. Surgery time was delayed by more than 30 minutes.

Manufacturer narrative:
(B)(4).